Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Low bg causes were not known. Customer consumed bread, soda, and cereal to address bg. Reportedly, the customer continued to use the pump for insulin therapy.